Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 128, 38 mg/dl. Tests were done within 10 minutes with a difference of 80mg/dl. Pt did not experience any adverse events. No further info has been reported.